Manufacturer narrative:
The t:slim user guide indicates that the auto-off feature can be set up to 24 hours or off. The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's pump was turning off a few times in the middle of the night. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump history confirmed that an auto-off alarm had occured due to no interaction with the pump for an extended period of time. The contact acknowledged and indicated that the auto-off safety feature will be discussed with health care provider.